Manufacturer narrative:
H10: investigation of the customer's complaint of the uterus perforation by a vcare cannula is inconclusive . The device in question, used in the procedure, is not available for evaluation by conmed. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, and root cause can not be identified. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found no other similar events reported for this lot number. A two-year review of complaint history revealed there has been a total of 5 complaints, regarding 5 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user that vcare dx is not recommended for use in a large, post-partum uterus. Physician must exercise sound judgment and care, should they choose to use this device. Movements of the manipulator within the uterus may cause lacerations within the uterine wall and bleeding. If necessary, dilate the cervix to accommodate the 5mm diameter of the manipulator tube. Apply gentle traction to the manipulator tube to check that vcare dx is secure and that the uterus is grasped. The cervical stop locking mechanism must be locked at all times when using vcare dx for uterine manipulation. If lock inadvertently becomes open, secure it immediately before proceeding. Following use of this device and where the uterus has not been removed, the surgeon should check for any indications of uterine perforation and subsequent bleeding. Should uterine perforation and/or bleeding occur, immediately follow the clinically indicated procedures to establish hemostasis. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The complaint was created due to a sus voluntary event report # mw5100900 received by conmed 11may2021. The customer reported an issue with the vcare dx, item 60-6080-000a, lot 202101111 that occurred during use on (B)(6) 2021. A search of the complaint system did not find a complaint matching the description of reported incident. It is noted on the document that "during a diagnostic laparoscopy for left cystectomy, there was uterus perforation by vcare cannula. Direct visualization of uterus perforation with the laparoscopy. Operator remarks handle is too rigid and the stopper doesn't prevent the manipulator from going in further." The event report type is noted as a "serious injury" and event outcome as "surgical intervention" but adverse event is marked "n". No initial reporter, contact or facility information was provided. When additional information was requested from the FDA, it was indicated the reporter requested to be anonymous and no other information was made available this report is being raised on the basis of injury due to the claim of uterus perforation.